Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited insulation breach and oversensing noise, resulting in pacing inhibition. The oversensing noise in the ra lead also led to an inappropriate mode switch. The insulation breach of both the ra and rv leads was confirmed by visual examination. Both the ra and rv leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of sensing noise and insulation damage were confirmed. A complete lead was returned in two pieces with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported events was due to external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to device can.